Event description:
It was reported that a symptomatic patient experiencing shortness of breath and nausea presented via a merlin.net transmission. The pulse generator exhibited backup vvi operation. The patient was brought into the clinic and after a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.